Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, when they were going to place the clip in the cyst, the surgeon experienced issue with loading and firing of clips. Clips were malformed and the stem detached from the handle. They used another device of the same kind to finish case. No patient injury.